Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexpected restart and moisture damage from the insulin pump. The customer's blood glucose level was 144 mg/dl. The customer stated that there is moisture on the top right corner of the pump. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No a21 alarm, off no power alarm or blank display noted. No moisture damage on the electronics or on the motor noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.